Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that suture products involved caused and/or contributed to the post-operative complications described in the article? If yes, provide details of event and specific product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used? Citation: interactive cardiovascular and thoracic surgery 0 (2012) 1¿5. Doi:10.1093/icvts/ivs266.

Event description:
It was reported in journal article ¿triclosan-coated sutures do not reduce leg wound infections after coronary artery bypass grafting¿ that the aim of this study was to evaluate the effect of sutures with regard to surgical leg wound infections following saphenous vein harvesting in a prospective randomized study. From september 2009 to september 2011, a total of 323 patients who underwent elective coronary artery bypass grafting (CABG) were included in the study and evaluated. The patients randomized to wound closure with conventional suture were (n=163; 144 men, 19 women; mean age 63.1+/-0.8 years; mean bmi 27.5+/-0.3 kg/m2) and infection rates were found to be 10.4% (n=17) in this group. The study failed to demonstrate the beneficial effects of triclosan-coated suture with regard to preventing surgical site infections when compared with conventional suture. Additional information has been requested.